Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had lead noise on the right atrial and right ventricle lead due to a suspected clavicular crush. The patient was pacemaker dependent so the doctor elected to replace the leads. The pacemaker and leads were deactivated on (B)(6) 2018. A new system was implanted on the right side. The patient was stable before, during, and after the procedure.